Event description:
Clinical adverse event received for pain when standing event is not serious and is considered mild event is definitely not related to device and is possibly related to procedure. (Right knee) original implant date (B)(6) 2019. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).